Manufacturer narrative:
Batch review performed on 05 february 2025: lot: 2411882: (B)(4) items manufactured and released on 22-july-2024. Expiration date: 2029-07-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional items involved in the event; batch review performed on 05 february 2025: 02.12. E001rp patella resurfacing size 1 e-cross (k202022) lot: 2338879 lot: 2338879: (B)(4) items manufactured and released on 31-oct-2023. Expiration date: 2028-09-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. 02.12. E0312fl tibial insert fixed sphere flex size 3/12 mm l e-cross (k202022) lot: 2409132 lot: 2409132: (B)(4) items manufactured and released on 07-may-2024. Expiration date: 2029-04-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. 02.12. Ka03l femoral component spherika cemented s3l (k211004) lot: 2411252 lot: 2411252: (B)(4) items manufactured and released on 24-jul-2024. Expiration date: 2029-07-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient came in due to signs of infection and the pathogen is unknown. The surgeon revised all medacta hardware and reimplanted permanent product. The surgery was completed successfully.